Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused not only the reported e116 error code, but also an e118 error code to appear. This board appears to have experienced a high level of heat and humidity which compromised its function. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that error coding e116 and e118 occurred due to the failure of the v-board. Technical evaluation has identified stress that is caused by heat and humidity has probably affected the circuit board performance over time and contributed to the equipment breaking down. The device can be repaired by exchange of the v board assy. The v board refers to the basis involved in the simple development processing function of images. E116 refers to errors caused by ccu (v-board) failure. E118 refers to errors that occur due to failure of the v-board, the mother board (the base responsible for the main control). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing for a procedure, his olympus visera 4k uhd camera control unit experienced an e116 error code. According to the initial reporter, the intended procedure was completed using another unit. The customer confirmed that this event had no impact on the patient.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.